Manufacturer narrative:
Based on the information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient's postoperative symptoms. The patient reports that following a CT scan it was determined the mesh should be explanted. The CT scan results were not provided and it is unclear what, if anything the imaging showed regarding the mesh. No conclusion can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Discarded.

Event description:
It was reported that in (B)(6) 2016, the patient underwent surgery for repair of a low lying inguinal hernia with implant of a bard/davol flat mesh. As reported "not too long after the surgery" the patient started to have persistent pain in the area of the implant after going to the gym 5-6 times per week. The contact stated that the patient felt a pinching/knotting feeling anytime he was doing sit-ups after the mesh was implanted. As reported, the patient had a CT scan performed and his surgeon determined it would be best to have the mesh removed and "fix the hernia the old fashioned way without using mesh." The patient underwent explant of the bard/davol flat mesh on (B)(6) 2019.